Event description:
"The arthroplasty was revised due to to gross loosening of the patellar component. The pateller component was revised. The component was implanted in situ for 0.96 yr. The pt presented with a ucla score of 2 three months prior to revision surgery." Note: medicla records and x-rays were not provided to stryker for review.